Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer mentioned experiencing low blood glucose as well. The customer's blood glucose was 464 mg/dl at the time of incident. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 224 mg/dl at the time of call. The customer stated that they were given IV during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer stated that the insulin pump was exposed to airport scanner. The customer performed displacement test and the insulin pump passed. The insulin pump will not be returned for analysis.